Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) reports the "autofill failure" message on a cs300 in their department. The unit was swapped out with another from a different department. The patient was switched to this pump successfully and patient is stable. There are no further alarms with the new pump.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse cut out the damaged portion and still had enough excess line to spare and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.